Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited failure to sense, failure to pace and dislodgement one day after implant. It was also reported that the rv lead had detached from the header of the implantable pulse generator (ipg). The rv lead was revised and reattached to the ipg. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.